Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report worsening mitral regurgitation and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. A clip was inserted, and grasping was performed. However, a leaflet tear occurred, causing mr to worsen. The clip was removed and replaced. One clip was deployed on the mitral valve, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record review and similar complaint review were not performed because the lot information was not provided. Based on the information reviewed, the reported tissue injury appears to be related to procedural conditions. The reported mitral regurgitation (mr) is due to tissue injury. Tissue damage and worsening mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.